Event description:
New information noted that the patient presented in clinic on (B)(6) 2022. Device interrogation revealed continued lead noise and inappropriate auto mode switches. No intervention was performed. The patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise reversions and inappropriate auto mode switches (ams) were observed due to atrial lead noise oversensing. The noise was unable to be reproduced. No programming change was made. The patient was stable and being monitored.